Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a shoulder scope the jaw of the expressew iii autocapture + suture passer would not open or close. The device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken; however, the jaw is loose, it cannot be closed completely. Due to the condition of the jaw, the functional test was not performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a loose jaw, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the jaw on the expressew iii autocapture + suture passer device would not open or close. During in-house engineering evaluation, it was observed that the jaw was loose. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.